Manufacturer narrative:
D4: lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
Hologic received information through a retrospective survey related to patient records. It was documented that on an unknown date in (B)(6) 2024 a patient experienced a foreign body reaction that resolved without medical intervention. The issue was reported as happened 1 month after implantation. No other information was available.